Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transluminal angioplasty involving balloon inflation, the operator observed that the balloon was leaking while being inflated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transluminal angioplasty involving balloon inflation, the operator observed that the balloon was leaking while being inflated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one atlas gold pta dilatation catheter. During visual evaluation the sample appeared to have blood residue. Balloon was received uninflated. No anomalies to the y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon and during inflation, multiple pinhole ruptures were noted near the distal tip. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as multiple pinhole ruptures were noted near the distal tip. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (method, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transluminal angioplasty involving balloon inflation, the operator observed that the balloon was leaking while being inflated. The procedure was completed using another device. There was no reported patient injury.